Manufacturer narrative:
Pump was received with blank display during testing. Unable to determine the root cause, problem isolated to the electronic assembly on pcb 1. Unable to verify battery power loss alarm, low battery alarm or failed battery test alarm due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected power loss and blank display. The customer was assisted with troubleshooting. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm and the timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated that the insulin pump had replace battery now message again. Customer was receiving insert battery now message at time of call and customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the this was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did return after insulin pump restart. The device will be returned for analysis.